Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the fenestrated bipolar forceps instrument that was installed on universal surgical manipulator (usm) 1 stopped moving. At the time, tissue was still grasped in the instrument's jaws. The surgeon was able to regain control of the instrument and continued the procedure. However, unintended bleeding occurred, requiring unspecified medical intervention. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.